Event description:
It was reported that the sales representative was told by the physician that the patient was having issues with his inflatable penile prosthesis and he had exhausted his attempts to fix it. The physician was scheduling the patient for a revision but the sales representative asked to try and help. The sales representative met with the patient, manipulated his pump and resolved the sticky pump issue by a pump reset. The patient then cycled the device 5 or 6 times.